Manufacturer narrative:
(B)(4). The customer reported that the patient monitor is not alarming for an spo2 alarm condition. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the patient monitor is not alarming for an spo2 alarm condition. No patient harm was reported.